Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a system error was confirmed from the log analysis; however, the issue was not replicated during testing. ¿ the inspection and testing of the pcu did not find any existing malfunctions. No anomalies were observed with the pcu that would contribute to the reported event. ¿ a review of the suspect pcu error log showed five (5) instances of system error code 132.3000.0, a stuck closed tamper switch failure, occurring on 26sep2024, between 4:47 pm and 4:57 pm. ¿ the pcu event log recorded the system was powered on 26sep2024 at 8:13 am. ¿yes¿ was selected for new patient, the profile ¿adult & peds > 40 kg¿. ¿ at 4:46 pm the tamper switch was pressed and one (1) minute later a system error (error code 132.3000.0) message was displayed. ¿ the unit was powered off and powered back on at 4:48 pm. The tamper switch remained pressed, and the system booted into maintenance mode when turned on. This sequence was repeated another six (6) times, in four (4) of those instances, the system error message was displayed. ¿ the system was powered off at 5:00 pm. ¿ the unit was powered on again on 27sep2024 at 9:47 am and booted normally, without going into maintenance mode. It was later powered off and on twice between 11:18 am and 11:23 am, booting normally both times. ¿ the system error tipsheet states to do the following when encountering a system error on the pc unit: ¿obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.¿ ¿ the bd alaris¿ pcu, model 8015 technical service manual states in the troubleshooting section to replace the sio board as a response to the tamper switch stuck system error (error code 132.3000). ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: 8015 pcu sn (B)(6) (suspect) device was disassembled for this investigation, please ensure proper testing is performed. Tab on logic board lcd/display connector j7 was broken during inspection. Please replace accordingly prior to returning the device to the customer. This may be charged to dchu repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported system error was not determined. No anomalies were observed with the pcu that would contribute to the reported event. The probable cause is most likely due to a temporary misalignment of the tamper switch rubber boot, or due to an external object pressing against it during use, causing the switch to be stuck. Note that imdrf annex a0706, c02, d02, g02002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the pump had a "system error and then shut down". The pump initially was alarming for low battery; however, the pump was plugged in. The device was then unplugged, and the device alarmed again with a message of "system error" and then shut down. After restarting the device, the device displayed "not for human use/maintenance". There was patient involvement, however outcome is unknown. Although requested, no further information was made available.

Event description:
It was reported the pump had a "system error and then shut down". The pump initially was alarming for low battery; however, the pump was plugged in. The device was then unplugged, and the device alarmed again with a message of "system error" and then shut down. After restarting the device, the device displayed "not for human use/maintenance". There was patient involvement, however outcome is unknown. Although requested, no further information was made available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.